Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: montior 6/24/2016, electrode belt 10/16/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It reported that the patient was at home and was having shortness of breath prior to passing. The patient lost consciousness and resuscitation attempts were made by neighbors and by ems before the patient was taken to the hospital, where he passed away. Review of the patient's download data revealed that prior to passing, the patient's rhythm was ventricular tachycardia (vt) at 100 bpm at 3:56:21 pm on (B)(6) 2020. At 3:58:44 pm and 3:59:46 pm, the patient received two inappropriate treatments from the lifevest while their rhythm was asystole with CPR artifact. The post-shock rhythm for the first treatment was asystole with CPR artifact, and the post-shock rhythm for the second treatment was obscured by CPR artifact. At 4:00:08 pm, the patient received a third inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR artifact, and the post-shock rhythm was asystole for 2 seconds, followed by 27 seconds of ventricular fibrillation (vf) with response button use. The patient then received a non-lifevest defibrillation while in vf. The lifevest typically requires 28 seconds of sustained vf to deliver a treatment. The short duration of the vf, along with response button usage prevented the lifevest from delivering a treatment during this time. The post-shock rhythm of the non-lifevest treatment was also vf. The device was shutdown at 4:00:48 pm while the patient was in vf.